Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer's husband reported via phone call that the threading on reservoir compartment is cracked. The customer¿s blood glucose level was 60 mg/dl. The insulin pump will be returned for analysis.